Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is (B)(6). Patient identification number is (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Concomitant medical device therapy date is (B)(6) 2016. These devices are still implanted in the patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. Additional product code: hwc. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical devices: trochanteric fixation nail (part# 456.322s and a locking screw (part# 458.940 lot #'s are unknown). (B)(4): the patient underwent revision surgery to replace the migrated blade. Device history records was conducted. The report indicates that the: part #: 456.303 lot #: h055886 part mfg. Date: 19 march 2016, DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 90mm non sterile product was processed through the normal manufacturing and inspection operations with no non-conformities noted. This lot was reworked at the anodize operation for the gold finish. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after an initial trochanteric fixation nail (tfn) surgery on (B)(6) 2016 for a left intertrochanteric femur fracture, the patient presented to the surgeon with complaints of pain (date unknown). An x-ray at that time revealed that the helical blade was protruding out of the femoral head. On (B)(6) 2016, the patient underwent revision surgery to replace the migrated 90mm helical blade with a shorter one. It was reported that the blade was easily removed and there was no surgical delay or additional medical intervention needed. The surgery was successfully completed and patient outcome stable. This complaint is for one device. Concomitant medical devices: trochanteric fixation nail (part# 456.322s and lot# unknown; quantity: 1) and a locking screw (part# 458.940 and lot # unknown, quantity: 1). This report is 1 of 1 for (B)(4).